Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s caregiver experienced significant difficulty turning the connector during a supply change. The caregiver attempted to use multiple connectors and went through three adapters before contacting for assistance. The patient¿s bg levels were affected and remained above range for approximately 1.5 hours, though values were trending downward by the end of the call. No backup therapy was used, no ketone testing was performed, and no medical intervention or additional assistance was required. The caregiver discarded the used connectors, and replacement supplies were arranged. No adverse health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.